Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had an air/water supply failure. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle had foreign objects, foreign objects adhered to the objective lens adhesion area, and foreign objects on the plastic distal end cover and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of air/water supply failure was confirmed. Device evaluation found that due to clogging of the nozzle, the air/water supply volume did not meet the standard value. The additional evaluation findings are as follows: due to wear of angle wire, the play of up/down knob was out of the standard value, bending section cover had discoloration, adhesive on bending section cover had a crack, control unit had discoloration, scope cover had stain, paint on air/water cylinder was peeled, up/down knob had discoloration, universal cord had a scratch, connecting tube had a dent, connecting tube had a scratch, connecting tube had discoloration, and connecting tube had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the instructions for use (IFU) is being implemented. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.